Event description:
The healthcare facility notified the company via facsimile dated (B)(6) 2014 that they had performed a (B)(6) 2014 implant revision using only the mets trochanter components. The company sales representative requested further event specific information. However, to date, no response from the facility has been received.

Manufacturer narrative:
The device was not returned to stanmore implants, therefore a comprehensive testing & investigation could not be carried out. The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. No corrective action has been identified. Due to luxation, the small trochanter was replaced with a standard trochanter component to provide more stability and a better fit. The surgeon has confirmed that there was no issue with the device. No further information has been received.

Event description:
This is a supplemental report to 3004105610-2014-00028. (B)(4).

Manufacturer narrative:
The investigation is on-going and a supplemental report will be submitted if further information is received.